Event description:
It was reported that the stimulation was in the wrong location. The stimulation was not covering the patient's right side. The patient underwent surgery, and another lead was added. The coverage was great. Additional information received reported that the patient underwent surgery and "it was taken out". The patient continued to have problems with the implanted system.